Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with a different model. No additional adverse patient effects were reported.